Manufacturer narrative:
(B)(4). Final assessment: the complainant reported the implant broke during placement. Failure mode, mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, orimproper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Final risk classification: risk category IV medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, at this point in time no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. At this point in time no adverse events have been reported therefore a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and it broke at the time of insertion in tubal ostium. This event, interpreted as device breakage, is non-serious and listed for essure according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device broke at time of insertion. Defective part was removed. A new dispositive was inserted. No intervention was required. Based on the information received, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 12-feb-2015: no further information was obtained despite of follow-up attempts. Case considered to be closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 12-feb-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and it broke at the time of insertion in tubal ostium. This event, interpreted as device breakage, is non-serious and listed for essure according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device broke at time of insertion. Defective part was removed. A new dispositive was inserted. No intervention was required. Based on the information received, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit no further information is expected.

Event description:
This is a spontaneous case report received from a physician via a company sales representative in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014, implant lot number b85137 and expiration date oct-2016 broke at the time of insertion in tubal ostium. Defective part was removed. Dispositive was not kept. There was no anatomic cause. Bilateral insertion was done with a new dispositive. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and it broke at the time of insertion in tubal ostium. This event, interpreted as device breakage, is non-serious and unlisted for essure according to the reference safety information. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device broke at time of insertion. Defective part was removed. A new dispositive was inserted. No intervention was required. Based on the information received, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.